Manufacturer narrative:
On (B)(6) 2016, the field service engineer was dispatched and replaced the defective socs board and adjusted all positions on sorter to correct problem with identifying cups in sorter and the issue was resolved. The aia-2000 was functioning as intended. No further action required by field service. The probable cause of the event was a socs board failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported on the aia-2000st that when he puts on a full tray of test cup, the inventory only registers that he has 15 cups, instead of 20. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.